Manufacturer narrative:
Follow up report 001 ref to natus complaint#: (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 20 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate: (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide additional information. No further action is required, complaints will be tracked and trended for recurring issues.

Event description:
Nt821731c, eds 3, gen ll, no catheter -clamp breaks, resulting in need for new drainage system.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected part was not provided. Risk management review: per doc-(B)(4) rev 09 risk analysis spreadsheet - eds 3 external drainage system hazard 5.1 - breakage of pole clamp that holds all components of eds 3 effect (harm): delay in patient treatment residual risk: low the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No related capas. Various attempts have been made to reach out to the customer for additional information, and to get confirmation if the affected part is still available to be returned to natus for evaluation. Currently no response from the customer.

Event description:
Nt821731c, eds 3, gen ll, no catheter -clamp breaks, resulting in need for new drainage system.